Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition due to air valve liftoff failure. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
Resolution and disposition: the fse reported the customer declined repair. No parts were replaced. Conclusion: the determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.